Event description:
A (B)(6) distributor contacted zoll customer support to report an unk (B)(6) pt was receiving check electrode belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt failed the fall-off test. The white pulse wire was open on the trunk cable insulation. The cause for the alarms was the open wire. The root cause for the open wire could not be positively identified, but the damage likely resulted from excessive force on the electrode belt trunk cable. No adverse event resulted from the open wire. The pt received a replacement electrode belt.